Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call damage on the display screen and button anomaly on the insulin pump. Customer's blood glucose level was unknown. The customer stated that the insulin pump screen had scratches and was difficult to read. The customer also reported that the buttons were hard to press. Troubleshooting was declined. The insulin pump will not be returned for analysis.